Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 421 mg/dl. The customer was treated for the high blood glucose with manual injections and by their insulin pump. The customer stead that their insulin pump was exposed to moisture after the device fell in the toilet. The customer was assisted with trouble shooting but did not have a tubing clamp to finished troubleshooting. The customer insisted on having their insulin pump replaced. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.